Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart error; the device would not respond no matter what button was pressed. No further details were provided. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected restart alarm was noted. No blank display anomaly was noted. No damage was found on the interface board or lcd isolation tape. The pump had intermittent button response due to moisture damage on the keypad traces. The pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.